Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device door roller pin was broken. The device was returned to the biomedical department with an unsigned note that stated, "damaged." No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There was no reports of any adverse patient event or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.